Event description:
Customer reported a past high blood glucose event, with the highest level displayed as "high," although the specific value was unknown. There was no reported assistance required from a third party. Customer changed the infusion set and cartridge, which resulted in the blood glucose returning to normal levels. Control iq feature was activated during the event, and the customer does not experience frequent high blood glucose occurrences. Cts recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer understood and acknowledged this advice.